Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, "the distributor reported that the pt developed instability with frequent clunking of the knee and feeling of the joint moving out of its place. The distributor reported that the pt was also developing frequent swelling of the knee with pain. There was no history of injury. The distributor reported that the pt was doing his routine day to day activities, no sports. The distributor reported that the clinical examination revealed effusion in the joint with positive apprehension with knee teasing. The distributor reported that premature wear of the polyethylene insert was suspected and hence he underwent surgery on (B) (6) 2010. The distributor reported that the post of the insert was found fragmented with loose pieces in the joint. The distributor underwent exchange of the poly insert. The distributor reported that a follow up shown adequate stability with good progression in the range of motion and no instability."